Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. No abnormal impedance measurements were noted. The event was not due to programming or the programmer.it was noted reprogramming occurred on an unknown date. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient felt a shocking or jolting sensation when their stimulation was turned on. It was stated the patient experienced a shock in the lower right back and buttock area, where the patient's implantable neurostimulator (ins) was located. It was noted the patient experienced the symptoms "a few weeks" prior to report and they occurred following a fall. Reportedly, the patient had experienced a few falls since their device was implanted. It was stated the patient's device had been working fine and the patient had not had their device checked since the falls. It was reported the patient's worst shock was the night prior to report when they bent over and the patient "yelled." It was noted the patient had an appointment scheduled to meet with their healthcare provider for the day after report.

Manufacturer narrative:
(B)(4).